Manufacturer narrative:
Tw(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they had an issue with the vasoview hemopro 2 blue valve on the btt. They noted that the blue valve was not in place on the btt. A new kit was opened and the case continued. The patient was in the room at the time of the incident and the delay was only the time to open a new kit. There was no harm to the patient noted. The harvester noted that the tunnel was poor due to the co2.